Manufacturer narrative:
Initial and final MDR (B)(4). Device 7 of 7.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced seven infusion sets cannula kinked events on (B)(6) 2025. The event occurred within three hours of insertion. The insertion site was abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.